Manufacturer narrative:
Product was received by zimmer biomet for investigation. From the investigation, we can determine that the most likely cause of the damage to the blister was due to transportation and handling of the implant. From review of the manufacturing records and the bill of materials for packaging the product, it can be concluded that the implant was conforming when it left the facility." Pn: 185288; review of complaint history found no additional related issues for this item. Pn: 185288; review of device history records found unrelated deviation during the manufacturing process. The nonconformance was scrapped. Unknown knee; part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent an initial left total knee surgery on an unknown date. Subsequently, the patient was revised on an unknown date due to loosening. During the revision, when the nurse was opening the femoral component, it was found that the blister was cracked and the inner plastic pouch was torn. Another femoral component was used to complete the procedure. No further information has been provided.